Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement with a 23mm sjm trifecta valve (model: tf-23a, serial: (B)(4)). The patient reported chest pain, and was diagnosed with acute coronary ischemia and aortic regurgitation. The valve was explanted and replaced with a sjm regent valve in the intra-annular position. During explantation, it was noted one of the valve leaflets was torn.